Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked and the septum came off when trying to remove the needle. Customer alleged that the cartridge was over filled. There was no reported impact to the customer's blood glucose level. Customer was able to load a new cartridge and resume insulin delivery.